Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace 68) was kinked approximately 79.0 cm and bent 6.0 and 21.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the ace 68 was kinked. This type of damage typically occurs due to improper handling during removal from the packaging. If the ace 68 is withdrawn from its packaging shell before removing the tubing tray, damage such as this may occur. There was no visible damage to the tubing. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system ace 68 reperfusion catheter (ace 68) was kinked upon removal from the packaging. The kinked ace 68 was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new penumbra system ace 68 hi-flow kit (kit).